Event description:
It was reported the pt underwent posterior lumbar interbody fusion (plif) at l5-s1 with interbody and fixation devices. While the surgeon was adjusting the height of a screw, prior to final tightening, the tip of the screwdriver broke off in the head of the screw. The surgeon was not able to remove the tip from the screw. Another instrument was used to complete the case.

Manufacturer narrative:
(B) (4): the driver was returned for eval. Visual exam confirmed the tip was broken off. The circular material flow and primarily brittle fracture surface is consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to specification.